Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with grade 1 isthmic spondylolisthesis l5-s1; herniated nucleus pulposus l4-5 ; degenerative disc disease l3-4. The patient underwent following procedures: decompression l5 laminectomy; discectomy l4-5 left ; instrumented posterior spinal fusion l3, l4, l5 , s1 using tsrh instrumentation, bmp, bone graft. Per op-notes, " the surgeon decorticated the transverse processes of l3, l4, l5 in the ala of the sacrum. I used a large bmp kit and divided it in half. Collagen sponge was morcellized and soaked with bmp. This was mixed with local bone and placed in the lateral gutters and around the pars after the decortication . I then placed one 10ml bag of bone graft on each side lying over the bmp and contouring it to run into the lateral gutters as well. "On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.